Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: tw4642c110x stent graft, implanted: (B)(6) 2010. Tw4642c110x stent graft, implanted: (B)(6) 2010. Tf3838c114x stent graft, implanted: (B)(6) 2010.

Event description:
It was reported that intermittent undersensing was noted on the right atrial (ra) lead during atrial tachycardia (at)/atrial fibrillation (af) episodes. The lead is still in use. No patient complications have been reported as a result of this event.